Manufacturer narrative:
Product analysis: it was determined during analysis of the external pulse generator (epg) that the upper case was broken, and the battery spring was deformed. Analysis also noted that the knob assembly, upper case, spring and battery drawer were all replaced. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventative maintenance and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.